Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
No service has been requested by the user facility. Further information has been requested but no response has been received. No ventilator logs have been provided. Information about the current status of the ventilator has not been provided. Due to the limited information provided, no investigation has been possible, therefore the root cause of the reported event has not been determined. H3 : 4117.

Event description:
Manufacturer's ref #: (B)(4).